Manufacturer narrative:
Attempts for the return of the sensor as well as additional information requests have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported poor signal quality with still patients, and "drop outs" with patient motion. No consequences or impact to patient were reported.